Event description:
Patient's generator reportedly migrated. Further follow up revealed that the patient underwent surgery to reposition the generator. Good faith attempts with the physician for additional information have been unsuccessful. The cause of migration is unknown at this time.